Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparative study between right ventricular outflow tract pacing and right ventricular apical pacing. Journal of xinijang medical university. 37 (2014) 1008-1015. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced cardiac perforation. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.